Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 81-year-old male with acute myocardial infarction and cardiogenic shock (scai stage e) was taken for impella rp flex support via right femoral venous percutaneous access. During the initial attempt (impella rp flex, sn (B)(6)), the physician was unable to advance the device past the inferior vena cava despite use of a guidewire; resistance was encountered in the ivc, with a dilated right ventricle noted as a contributing anatomical factor. The procedure was aborted and the device was removed shortly after insertion. A second impella rp flex device (sn (B)(6)) was subsequently attempted; however, similar difficulty was encountered with inability to advance the device through the vasculature. No product damage was reported, no device was returned for evaluation, and no data download was deemed necessary. The patient¿s condition deteriorated, and the patient expired during the course of treatment following the second attempt based on the available information, the inability to advance both devices appears related to patient-specific anatomical and clinical factors, including resistance in the inferior vena cava and a dilated right ventricle, rather than a confirmed device malfunction. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was related to patient condition as resistance was encountered in the ivc, with a dilated right ventricle noted as a contributing anatomical factor.